Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's pacemaker setscrew was found to be stripped during a normal generator change out. As a result, the right ventricular lead was unable to be removed from the device, even with the use of multiple wrenches. Physician had to result to destroying the pacemaker header in order to change out the device. Patient was stable after the procedure and had no symptoms or consequences.